Event description:
A pt with a history of severe spinal stenosis at l3, l-4, l-5. S-1 was diagnosed via MRI. Was admitted in 8/02 for spinal decompression surgery of l3-l4, l4-l5, l5-s1 on the right side. Pt had been on anti-inflammatory medications for an unk period for time (vioxx, naprosyn, voltaren, toradol post-op, but some of these medications were prescribed pre-op a well) size 0 suture was used to close the deep tissue and size 2-0 suture was used to close the fascia. Staples were used to close the skin. Pt was readmitted in 2002 shortly after staples had been removed because of an elevated temperature of 104 f. The spouse had expressed about 2 oz. Of "pus" from the wound. Examination of the wound showed an opening to the superior aspect with mild inflammation and purulent dainage. The wound was irigated and debrided. During this procedure a "large pocket of pus" was found on the left side of the wound between the deep fascia and the muscle. A second pocket was found on the right side as well. Cultures were taken and all remaining absorbable sutures were removed. The cultures were positive for s. Aureus, sensitive to all antibiotics. The wound was irigated copiously and closed. Pt was started on rifampin in 02 by an infectious diseases specialist, when he was called in on consult. The wound is now closed and healing well. Pt was scheduled to be discharged to home in 2002 with home care follow up for dressing changes once per day. The current drainage is characterized as sero-purulent. Pt was soaking two bulky dressings per day until now. Pt now needs changes only once per day. Pt is currently afebrile but had a temperature of 99 f and some peripheral "cellulitis" in the area of the wound last week. The specialist comments that he was impressed by the depth of the infection and the amount of drainage and associated it with the sutures. He also comments that he stopped the anti-inflammatory medications as he knows these will create a greater susceptibility to infection in pts taking them. This pt had been on the medications previously listed since the decompression, and some of them prior to and for a long time. He is unaware of any prophylactic antibiotic treatment given on original discharge by the original surgeon as he cannot locate this in the charts and the original surgeon is out of the country on a pre-scheduled trip.